Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to helix issues, noise and high out-of-range impedances. Attempts to explant the lead were unsuccessful as the lead started to break. Boston scientific technical services (ts) reviewed the fluoroscopy images and confirmed that the lead was still fully intact however the helix had stretched. The lead was surgically abandoned. No adverse patient effects were reported.